Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an inspection, the cardiosave intra-aortic balloon pump (iabp) units screen is flickering. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields- b4, d8, d9, g1 (contact person-mfg site), g3, g6, h2, h3, h11. A getinge field service engineer (fse) has confirmed screen flickering. Replaced the video generator board. Inspection based on the inspection record sheet showed good results. The following was performed by analysis and testing dept. The failure analysis and testing department received the following parts. Video generator, upper display pcb, cable with a reported unit failure of screen flickering occurred. The failure analysis and testing dept. Performed a visual inspection of all the parts received and found that all the parts are in good condition. The failure analysis and testing dept installed video generator in the cardiosave test fixture serial number (B)(6) and tested jointly and separately to factory specifications per procedure cardiosave service manual. The failure analysis and testing department ran the test on the test fixture for more than 2 hours and could not replicate the reported failure. Sending the parts to theirs respective supplier for further analysis per procedure. The following was submitted by fat. Part was received back from the supplier due to the part no longer needing a failure analysis. Root cause for this part is still not confirmed. Retaining the part in the failure analysis and testing department per procedure. The following was submitted by fat. Failure analysis received from the supplier for the part. They stated the part passed testing. Root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure.